Manufacturer narrative:
(B)(4). P-cap / reservoir locks properly into place. Unit passed displacement test. Unit received with cracked retainer, pillowing keypad overlay, minor scratches on case and cracked keypad overlay. No damage on retainer ring noted.

Event description:
Information received by medtronic indicated that the insulin pump had physical damage. The customer stated that there is crack on the center button. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.